Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1922psm, suture anchor, peek pushlock sp 4.5 mm x 28 mm, was received for investigation. The returned device was visually inspected, and it was noted that the distal tip was detached. Additionally, the juncture at the weld had damage. Functional testing was not performed due to the damage of the device. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a labrum refixation surgery the tip of the anchor broke while hammering in. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.